Event description:
It was reported a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient had surgical repair of the hernia the following month. While hospitalized, pd therapy was discontinued for a couple of days to allow for recovery. Pd therapy was then restarted at lower fills while the patient recovered from the hernia repair. The cause of the hernia was unknown. The patient recovered from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). Outcomes attributed to the adverse event were inadvertently left out during the initial submission. The device was not returned for evaluation. The serial number was unknown. No device hardware malfunction could be confirmed related to the reported issue and no cause could be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced an inguinal hernia sometime in (B)(6) 2013. If additional relevant information is received, a supplemental medwatch will be filed.